Event description:
The complainant stated that the pt positioning monitor will not alarm when the bed is in the lowest position.

Manufacturer narrative:
The accounts maintenance was unable to duplicate the alleged malfunction.